Event description:
During a coronary artery bypass graft procedure, a small rupture occurred in the membrane in the oxygenator allowing water to mix with the pt's blood. This was noticed immediately, the piece of equipment was replaced, and the procedure was completed without incident. There was no injury to the pt.